Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the reservoir had air bubbles in it and insulin was cloudy. The blood glucose was 380 mg/dl at the time of the incident. Approximate size of air bubbles was about 1 inch. Air bubbles were noticed by customer during therapy. Customer advised to hanged entire set, and let insulin get to room temp before putting on new set. The reservoir will not be returned for analysis.